Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an unknown duration of pacing inhibition during an ablation procedure. It was noted that pacing inhibition was observed with the device programmed doo and voo. The patient was pacemaker dependent and a temporary pacing lead was placed as a result. Boston scientific technical services (ts) discussed the defib detect circuit and potential causes. Following the procedure, the physician reported that the leads are placed epicardial and the right ventricular (rv) lead is coiled over the area that was being epicardially ablated. This product remains implanted and in service. No additional adverse patient effects were reported.